Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter indicated that the patient's blood glucose levels have been elevated in the 300 to 400mg/dl range. The pump settings and history were reviewed and no issues were found. The alleged blood glucose excursion does not constitute and adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.